Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the crimped stent struts damaged on the 4th and 5th rows from its proximal end. The damage to the device is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks at various locations. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous coronary artery. After pre-dilatation was performed, a 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.